Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an unspecified blood pressure malfunction. The customer requested that the device be returned for bench repair. There was no reported patient involvement and no adverse event to any patient or user.